Manufacturer narrative:
(B)(4) used to capture the no information available.

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january 2020. (B)(6) 2017: the patient underwent a left total knee arthroplasty. Depuy implants were used. Depuy cement x1 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2019: the patient underwent a left knee revision secondary to suspected loosening. Intraoperatively, the surgeon confirmed loosening at the tibial component at the cement to implant interface. The patellar and femoral components were well-fixed and retained. No intraoperative complications were noted. Doi: (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected: g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address gross loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that the tibia was easily removed by hand. Patient was revised to a stemmed, attune fb revision tray and new poly insert. No further patient information available. Doi: (B)(6) 2017; dor: (B)(6) 2019; left knee.